Event description:
Patient reported experiencing leaks in the infusion sets at the insertion site. Patient stated the adhesive at the site gets wet and his blood glucose readings start going up and have ranged between 250- 300 mg/dl. Patient was able to self-treat with injections. No adverse event reported. Product was replaced and requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.